Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre meter showed 'lo' (reading less than 40 mg/dl) on the display. Customer further reported that because of the 'lo result, he self-treated with chocolate. No symptoms were reported but customer was seen at a hospital where a reading of 400 mg/dl was obtained on the hospital meter and he was diagnosed with hyperglycemia and treated with insulin. It is unknown how much time elapsed between the adc sensor scan result and the hospital meter result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre meter showed 'lo' (reading less than 40 mg/dl) on the display. Customer further reported that because of the 'lo result, he self-treated with chocolate. No symptoms were reported but customer was seen at a hospital where a reading of 400 mg/dl was obtained on the hospital meter and he was diagnosed with hyperglycemia and treated with insulin. It is unknown how much time elapsed between the adc sensor scan result and the hospital meter result. There was no report of death or permanent injury associated with this event.